Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 434 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital and intravenous drip was administered. Elevated bg was resolved with no permanent injury. At the time of the report, customer had not yet been discharged. Customer reported elevated bg was due to an occlusion. After performing a pump system check and changing the infusion set, the occlusion was found to be associated with the cartridge. The infusion set and cartridge were changed. Although multiple attempts were made by tandem technical support to obtain customer¿s discharged date, customer did not reply.